Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one nc sprinter rx ptca balloon catheter to treat a mildly/moderately tortuous and calcified lesion located in the mid rca with 97% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. It was reported that the balloon failed to cross the lesion and removal difficulties were encountered. No patient injury was reported.

Manufacturer narrative:
Addl info: the lesion was mildly calcified. The device was intended to post dilate a deployed stent. An attempt was made to inflate the nc sprinter. If information is provided in the future, a supplemental report will be issued.